Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device was not working for them at all. Patient stated they have been trying different programs and so far there was nothing that was helping with their bladder spasms and leaking. Patient said if they turn the current up it was uncomfortable. Patient also stated the stimulation was going down their leg and causing their foot to draw up and their toes to curl in because of the current. Patient added "this device has just been a nightmare and I've gotten nothing from it" they were still wearing diapers and peeing all over themselves. Patient mentioned they also suffered a fall and don't know if that had anything to do with it or not. They've called the nurse and never got a call-back. Patient requested a call from their manufacturer representative (rep). Emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. No new information.